Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the defect reported by the customer has been verified and repaired. The following repair activities were performed: software modified, defective material exchanged, unit cleaned, functional test performed, functional test according to test procedure completed, electrical safety test completed, safety test checklist enclosed. No corrective or preventative actions are required at this time, as no non-conformance or trends were identified in relation to this product code and the reported failure. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The pump doesn't work because the inflow-door is not closing well. When the door is pushed down the pump starts working. The following additional information was received via e-mail from the affiliate: the suction was low; it didn¿t seem as strong as previous systems during shaving as well as cannula suction. The following additional information was received via e-mail from the sales representative: there was no adverse patient consequences. The hospital did not note the dates of the multiple failures. However, almost every procedure the pump failed. The procedure was completed by having the operating room (or) assistants push on the inflow cap to activate the pump.